Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07009, related manufacturer reference number: 2938836-2020-07011. It was reported that the patient's pacemaker system was explanted after being diagnosed with endocarditis. A temporary pacemaker system was placed at the time of the procedure. Antibiotic therapy was administered over the next several days. The patient was stable. On thursday, (B)(6) 2020, a new pacemaker system was implanted in the right pectoral area. The patient tolerated the procedures well and did not experience any adverse consequences.